Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment/slda in this incident could not be determined. The reported additional therapies/non-surgical treatments were a result of case specific circumstances, as a second clip was implanted to stabilize the slda clip, and a balloon pump was placed in the patient as a preventative measure in case something else occurred during the night. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet,but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) (60517u315) was advanced to the mitral valve and the clip was implanted successfully, reducing the mr to 2. However, after implantation, it was noted that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Mr increased to 3-4. A second cds was advanced to the mitral valve to further reduce mr and to stabilize the slda clip. Mr was reduced to 3. A balloon pump was placed as a preventative measure and the patient will be evaluated to see if additional treatment will be performed. The patient is stable. There were and adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.